Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac signal. At 22:59:00, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 10 bpm degrading to asystole. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm. At 23:00:07, the device was shutdown. Per continuous ECG recording, the patient's rhythm was an idioventricular rhythm at 80 bpm at the time of the device shutdown.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.